Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the occurrence of maintenance codes 1 and 3 in the unit's diagnostic logs. As a precautionary measure, the stm replaced the front end module and then performed running tests with balloon and trainer. All calibration, functional and safety tests were passed per factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use , the cs300 intra-aortic balloon pump (iabp) generated a maintenance required code #1 and maintenance required code #3 messages. There was no patient harm and no adverse event reported.